Manufacturer narrative:
(B)(4). D9: device available for evaluation - correction. H2: correction.

Event description:
Subsequent to the intial MDR, a correction is required.

Event description:
It was reported that an alert/notification settings issue occurred occasionally between (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred frequently between 12/22/2025 and 12/29/2025.